Event description:
Country of complaint: (B)(6). Needle-detachment.

Manufacturer narrative:
Evaluation: there are no previous complaints of this code/batch. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil (B)(4) surgical requirements. There are no units in manufacturing site stock. All closed packs received are tight. We have received 29 closed samples and 1 open and used sample with the needle detached from the thread. We have tested the needle attachment of the closed samples received and the results fulfil the requirements of (B)(4). Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Action on product: n/a.